Event description:
It was reported that during a ptca procedure, the physician experienced removal difficulties after successful pre-dilation. While attempting removal, the shaft of the catheter broke at the wire exit port. The wire was removed first and then the guide catheter. The guide catheter was flushed after removal and the rest of the balloon catheter came out. Pt status is listed as "okay".